Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic gastric cancer resection while closing the right gastroepiploic artery, after the absorbable ligature clip was applied, the clip could not be separated from the black reload. The absorbable ligation clip was still stuck in the black reload after firing, it would tear the surrounding tissue of the clip. In severe cases, it might tear the blood vessel and cause rupture and bleeding. To resolve the issue, the surgeon used a dissector to coagulate the blood vessel. In order to prevent the bleeding caused by the tearing of the clipped blood vessel, the blood vessel was ligated with sutures. The surgeon bluntly separated the absorbable ligation clip from the black reload with separation applier. The torn tissue around the blood vessel caused some bleeding. Patient has undergone extra procedure.